Event description:
Reporter stated that they had received 12 boxes of test strips which had expiration dates, printed on the outer packaging, that did not match the date printed on the test strip vials. A request was made for the return of hte suspect product and replacement product was sent.